Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 31-jul-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the half height drawer 2.1 was not locking properly. A field service engineer (fse) replaced the drawer board as the latch was not shooting out. Fse removed the latch inseparable and solenoid, then identified that the magnet was not secured and caused the drawer to be stuck from shooting the latch. Fse fixed the latch inseparable magnet and ensured that the drawer was opening and closing properly. Fse also removed the medication jam from the cubie. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer 2.1 was not locking properly. The customer stated that this malfunction occurred while dispensing the medication. However, there were no delays or adverse events or injuries reported based on this event.